Event description:
The pt suffered a fracture of the lateral condyle during impaction of the femoral component. Two screws were inserted laterally to secure the wedge of fractured bone.

Manufacturer narrative:
Document review: gmk primary ps cemented femur size 3 left: code 02.07.2203l/lot 120972 (30 femurs produced): all parameters were fund to be in according with the specifications valid at the time of mfg. Two items belonging to this lot have been already implanted and no incidents have been reported up to now. On the basis of the data collected, a device involvement in the event occurred is highly unlikely, but it was probably due to excessive strength used during impaction.